Event description:
The customer alleged that a pt with als (amyotrophic lateral sclerosis) expired while on an achieva ps portable ventilator. The pt was at home in the care of a family member. The pt was left alone for approximately 15 minutes when the pt was found to be unresponsive. The pt was sent to a hosp, but could not be resuscitated. The device was reported to have been alarming but it is unknown which alarm was activated. There has been no allegation of a device malfunction. The device has not been released to the MFR and no investigation has been carried out to this date.